Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012, 22:15:49. During night drain cycle three, the patient's ultrafiltration reading was 25988ml, indicating the home patient (hp) drained 25988ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. Upon further investigation, the uf reading from drain four was added into the uf reading for drain cycle three due to the patient ending therapy early. The drain volume of drain cycle three was 1900 ml, which does not meet iipv criteria. However, the patient ended therapy with a patient volume of -26080 ml and they started drain four with a patient volume of 1999 ml. This indicates a drain of 28079ml which does meet iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be unexpected high uf with a probable cause of use error: misconnection of the drain line. If any additional information is received, a follow-up will be sent.